Manufacturer narrative:
Batch review performed on 05 july 2021. Lot 2010554: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 05 july 2021 ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ¿ 32 size s -4 ((B)(4) lot. 2002596. Lot 2002596: 400 items manufactured and released on 15-july-2020. Expiration date: 2025-07-06. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Hold for review (kp) the patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to a subsided stem. The cause of the subsided stem was unknown. The surgeon revised the stem and head and the surgery was completed successfully. Presently, on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem and head. The surgery was completed successfully.